Manufacturer narrative:
The pad-pak was first installed on the 3rd december 2010 and performed to specification up to the 13th july 2014. Multiple manual power ups of mainly ten minutes duration were observed in the device memory between the 14th july 2014 and the last log entry on the 15th october 2015. During this time the pad-pak became depleted. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Device switching on automatically.